Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. Additional reportable malfunctions identified during evaluation included a noisy image, dirt and adhesive on the light guide lens, an issue with the objective lens, and corrosion on the bending section cover. A definitive root cause could not be determined. Investigation suggests that corrosion on the scope connector likely caused the noisy image. The most probable cause of uneven illumination was dirt on the light guide lens, caused by the light guide bundle slipping out. The remaining issues were most likely due to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope 's light was not working. The issue occurred during inspection for use. There were no reports of patient harm.